Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin was squirting out during the manual prime process. The customer¿s blood glucose level was 360 mg/dl. Customer stated that they was not able to exit the preparing to prime loop. Customer stated that the rewind message occurred after an alarm. Customer stated that they received second series of beeps and numbers appeared on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistance. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm. Device was tested with no rewind anomaly noted..